Manufacturer narrative:
Additional information was received that the patient underwent leads replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that both the patients leads were having high impedances. The patient will undergo revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had inadequate stimulation. It was noted that both the patients leads were having high impedances. The patient will undergo revision procedure wherein the leads will be replaced.